Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2e 10.8mg plus blood collection tube has been found experiencing 10 occurrences of label lift off before use. The following has been provided by the initial reporter: customer has found that there has been some problems in manufacturing to attach labels to tubes. Fault has been found from 10 tubes.

Event description:
It has been reported that the bd vacutainer® k2e 10.8mg plus blood collection tube has been found experiencing 10 occurrences of label lift off before use. The following has been provided by the initial reporter: customer has found that there has been some problems in manufacturing to attach labels to tubes. Fault has been found from 10 tubes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect/missing label information with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to incorrect/missing label information was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.